Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a single episode of high, out of range shock impedance of 200 ohms, after implant procedure. A request was made to have data from this device analyzed. The patient was discharged home prior to the physician seeing the out of range measurements. A technical service consultant provided recommendations for the patient to follow up for postoperative appointment in the near future and verify measurements. Attempts to obtain additional information have not been successful. If pertinent information is provided in the future, a supplemental report will be submitted. No adverse patient effects were reported.